Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with the barrel being cracked. It was stated ¿the syringe burst during the procedure. The incident occurred in the hemodynamics sector during blood collection. Collection is usually done on the jugular or femoral. He reports that the syringe is attached to the catheter of hemodynamics (deep catheter) and that the pressure applied is little higher than in other blood collect, because these veins are larger, mainly with the use of contrast, but not enough to explode the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: no image or sample was received. DHR review: the batch record was verified and the manufacturing date for this batch was november 11th to 13th, 2015. The process inspections were performed at proper frequency and no records of this defect were found. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. Due to lack of sample or picture availability, it was not possible perform the defect evaluation, thus it is not possible to determine the root cause.